Manufacturer narrative:
(B)(6). The product was repaired in the field and will not be returned for evaluation.

Event description:
Information was received indicating that a smiths medical medfusion pump had a failure with a high acuity patient. It was reported that the pump had a system failure- pump motor phase b post at power up. The biomed found battery depleted in the history. There was no reported adverse event.